Event description:
It was reported that a shaver left metal shavings behind. It was also reported that the patient was not harmed in the case.

Manufacturer narrative:
Final investigation showed that there was damage on several teeth of the inner shaver which could explain the presence of metal shavings. Such damage is typically observed when the device has contacted another object during high speed rotation of the device.